Event description:
It was reported that the plunger of the device will not move.

Manufacturer narrative:
Correction on initial report: e.3 & g.3 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 3/13/2006 to the present date 10/16/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there was a production failure [assembled incorrectly] which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the plunger of the device will not move.